Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery stuck in monitor/too snug) has been confirmed. As received, the battery pack was swelling and was unable to power on a monitor or charge. Upon evaluation, the battery tri-cells were leaking, causing the cell to deplete and the battery pack pca to swell. The root cause for the leaking cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that it was stuck in the patient's monitor.